Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be reported via exemption report per exemption e1998006.

Event description:
It was reported that the catheter balloon deflates prematurely. The complainant alleged that the balloon went from having 7cc of liquid down to 3cc. The balloon appeared to be intact and no missing pieces reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon deflates prematurely. The complainant alleged that the balloon went from having 7cc of liquid down to 3cc. The balloon appeared to be intact and no missing pieces reported.